Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board. Unable to confirm a broken force sensor alarm due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump got a critical pump error alarm. The customer¿s blood glucose level was 66 mg/dl. The insulin pump also received a broken force sensor detected during seating or regular delivery alarm. The insulin pump had a red circle and exclamation mark in the middle. Troubleshooting was performed for critical pump error alarm. The insulin pump will be returned for analysis.